Event description:
The following has been reported: nurse reported : IV fluids primed through the ivenex tubing and ready to connect to the sterile part of the central line tubing. Prior to connecting nurse noticed that end that connects to the adapter had a lot of fluid leaking around the connection port. Nurse tried to move the luer lock piece and the whole piece came off, then had to prime a new ivenex tubing piece to connect to the rest of our sterile line. Patient harm/adverse reaction : no. Stopped active infusion : yes. Occurred : during infusion - on the primary line. Drug used : saline. Steps taken: replaced set up . A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
One samples of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil were as corresponded to the specific code set-0032-25. During the visual inspection a broken and separated rotating luer lock was found from the cap of the mentioned component. Also, white marks were observed around separated component of the rotating luer lock. The reported leak could be caused due to the found damage. Customer complaint is confirmed. The probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component or a customer or improper use by the customer where he exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. The current process controls detection include post sterilization sampling final inspection; the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch review could not be performed as the affected batch was not provided.